Event description:
Olympus (omsi) was informed that the asset evis exera ii duodeno-videoscope was returned to the service center for an annual inspection. There was no report of any defect or malfunction associated with the scope. Upon inspecting and testing, found foreign material was found at the distal forceps elevator. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The service evaluation found foreign material at the distal forceps elevator. Additionally, the scope failed the leak test at the insertion tube due to a cut/hole. The bending section cover adhesive is detached, the insertion tube is wrinkled, the scope-cover has discoloration, and the suction cylinder is scraped. Also, the light guide lens is dirty, the up angulation is below standard specifications, the air/water nozzle at the distal end is deformed/dented attributing to low water removal flow, the scope failed the insulation resistance test due to a cut on the insertion tube. Scratches were found on the image guide protector, the control body grip, the universal cord, protector boot om the universal cord (scope connector side), scope connector and the distal end cover. The cause of the foreign material at the forceps elevator is unknown. However, the investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation and g3 of the initial medwatch. Correction to g3 of the initial medwatch. The aware date should be 16-feb-2022 (utc). Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, the repair center found the following. Due to a cut on connecting tube, water tightness is lost. Adhesive on the bending section rubber is detached. Connecting tube has a wrinkle. Image guide protector has a scratch. S-cover has discoloration. Grip has a scratch. Suction cylinder is shaved. Universal cord has a scratch. Protector of universal cord on connector side has a scratch. The connector has a scratch. Light guide cover glass is dirty. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to deformation of nozzle, water removal ability does not meet the standard value. Due to a cut on connecting tube, insulation resistance value does not meet the standard value. The device cover has a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause was not able to specify. There was a possibility that the reprocessing steps recommended in the instructions was not performed completely due to leak from device. The event can be detected/prevented by following the instructions for use which state: all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.